Event description:
On june 6, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter would not power on. The pt indicated that the alleged meter issue started on two days before, at 6:00 am. As a result of the alleged issue, the pt administered self-care by taking her usual dosage(s) of glucophage. She takes 500 mg of glucophage twice a day. On an unspecified date/time after the issue began, the pt claimed that she developed symptoms of fatigue, lightheadedness, and heavy sweating, during the time of concern, the pt was able to test with a backup meter and got a result of "340 mg/dl." The backup meter was reportedly given to her from a pharmacy, but it is not known when the pt got the meter or when she obtained the result of "340 mg/dl" the pt denied receiving medical intervention form a health care provider. It would have been helpful to know the following info: the patient's testing frequency, what date/time the result of "340 mg/dl" was obtained, what actions the pt took in response to the "340 mg/dl" result, what date/time the symptoms developed, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know if the pt was symptomatic when the result of 340 mg/dl" was obtained, and if she was able to test with the backup meter before the symptoms developed. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion: the pt claimed that she develop symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.